Manufacturer narrative:
Device evaluation: customer report of regurgitation could not be confirmed due to condition of valve as received. Leaflet damage and serrated marking were observed on all three leaflets near the commissures. Both leaflet 1 and 3 had a 5mm tear near commissure 1; serrated markings were observed at the tear regions. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 and created a ring on the surface of leaflets at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact. Calcification was observed near leaflet 1, however appeared to be located on the host tissue. The sewing ring was cut around leaflet 3, and the wireform was exposed on all commissures. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Regurgitation/insufficiency of aortic and mitral valves may be caused by many different root causes. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21 mm valve was explanted after three (3) years, two (2) months due to regurgitation. No additional details were provided.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the explant procedure was due to bioprosthetic valve deterioration with stenosis. The explanted device was replaced with a non-edwards valve. The patient was discharged in good condition on post-operative day 10.